Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the viewport within the amsco 400 sterilizer was damaged. As the viewport was damaged, this allowed steam to leak out during a cycle. The technician replaced the viewport, tested the function and operation of the amsco 400 sterilizer, confirmed it to be operating to specification and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that during a cycle their amsco 400 sterilizer leaked steam subsequently causing the facility's fire alarm to go off. No report of injury.